Event description:
It was reported that a patient underwent a repair of a perineum lateral incision on (B)(6) 2012 and suture was used. On (B)(6) 2012, the surgeon noted that a granulation tissue developed at the incision. The suture was removed and a lasar was used to remove the granuloma. The patient was reclosed with a different suture. It is reported that the patient is now fine.

Manufacturer narrative:
(B)(4). Conclusion: retained samples were evaluation. Sterility testing on the retained samples were found to meet specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the continuous suture was used on the muscle, mucosa and the skin. The patient is currently in good condition.

Manufacturer narrative:
(B)(4). Granuloma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.